Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the past friday prior to the call the patient had an accident and thought that they needed to increase stimulation. The patient also state that before they got the device they had accidents. The patient also reported that if they coughed or sneezed they would leak and that they had to use 3 rolls of toilet paper. The patient reported that the programmer was showing that the device wasn¿t synced so they pressed the stimulation on button and was getting ¿shocked.¿ the patient stated that they were screaming because they were getting shocked so bad. The patient then stated that they pressed the stimulation off button and that the shocking stopped. During the call, patient services reviewed decreasing stimulation to 0v and then turning the stimulation on and increasing. The patient was then able to find a comfortable setting. The patient was redirected to follow up with their health care physician (hcp) if their symptoms didn¿t improve. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that, regarding the experience they called about, they were able to turn the device off. The last time they successfully ¿up[p]ed¿ the vibration, it was on ¿3 plus¿, so the patient believed that they were being shocked with that magnitude. The circumstances that led to the issue, they had not been able to feel the vibrations plus they began to have accidents. The patient turned the ins on, but they kept getting messages that it was not synched. So, with that, they looked at the booklet and followed the steps to sync. They turned the device off and on again. The patient was instructed to turn the ¿machine¿ on and place it against their body then press the bottom, grey button which did not work. Then they were instructed to press the top blue button. The patient then turn down the ¿vibration¿ using the [illegible] button then start over again: turn the machine on, press against their body, and then gradually increase. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (con). It was reported that the patient¿s accidents had substantially decreased so they took the batteries out of the [controller]. The last time they had increased the charge it was on 3.1. The batteries were out for a few months before they started to have accidents again, so they opened the device an installed the batteries in order to again increase the charge. They began getting shocked over and over, noting it went from low waves of shocking to more aggressive. The patient was rolling on the floor and the pain was great. After turning the device off, the shocking stopped. The patient called a manufacturer representative (rep) the next day and was instructed to turn the device on and decrease to 0 and then increase the stimulation slowly. At 1.3, the patient felt the vibrations for the first few seconds and the accidents had decreased.